Event description:
It was reported that a proultra tip #4 separated. No injury resulted.

Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are not available as of ths report. Evaluation results will be submitted as they become available.